Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image. The insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Successfully downloaded history files and traces using thump. No critical pump error (open book image) alarm noted during boot up. Pump passed self test and active current measurement however, constant pump error 39 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. In addition, received with unexpected battery power loss and had high sleep current. Pump error 39 alarms confirmed in the pump history files on 16:18:06.000, 16:21:17.000, 19:12:39.000, and at 21:10:24.000. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Swapped pcba 2 board with a test board and sleep current measurement passed. Force sensor zero offset (within) specification (22.8mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Alleged critical pump error (open book image) alarm not confirmed. However, pump error 39 alarms confirmed during rewind and in the pump history files due to corroded motor home switch. Unexpected battery power loss confirmed during testing due to moisture damage on the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.